Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (won't power on) was confirmed. As received the monitor was unable to power on. Upon investigation the 12v main_batt line was shorted to ground in the computer/analog pca. The cause of the failure was the shorted line. The root cause of the shorted pcb was unable to be positively identified. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned monitor sn (B)(4). The distributor indicated that while being used by a patient, the monitor was unable to power on.